Manufacturer narrative:
Provided guidance on troubleshooting and resetting system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that generator errors related to kv issues during diagnostic procedure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.